Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited loss of capture in both bipolar and unipolar modes on the right atrial (ra) channel. High ra pacing impedance measurements triggered a lead safety switch. Evaluation of the lead was planned. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to submit additional information regarding engineering review and analysis of clinical observations.